Manufacturer narrative:
The product was returned and investigated. The complaint was not confirmed and no new issues were observed, all results were within the range specification and no errors were observed during control solution testing. It should also be noted that according to a meter's memory log, the customer received a "hi" reading twice and in 10 minutes after insulin injection and 10 minutes prior to losing consciousness they obtained a reading of 72 mg/dl indicating a sharp drop in the blood glucose level.

Event description:
A customer reported that after receiving a reading of "hi" twice on her freestyle freedom meter (indicating glucose level above 500 mg/dl), her insulin pump administered 5 units of insulin resulting in symptoms of hypoglycemia, loss of consciousness and seizure. Paramedics were called and upon arrival obtained a reading of 28 mg/dl on their health care provider's meter and treated her with glucagon, glucose and food. There was no report of death or permanent impairment.